Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred that morning around 6:13am. Pt called in and stated that her fiance couldn't get her to wake up. Her mother was called and, upon arrival, used the autocode meter to test the pt's glucose level at 6:13am. The result was 64mg/dl. Medics were also called and got there at 7:00am. Their meter read 22mg/dl. Pt was given sugar water and transported to the emergency room. Pt was given more sugar water while in the emergency room, and nurses tested her glucose level twice. Both results were unk to pt. Pt was released 2 hours after check-in. Pt said she started testing her glucose level many times after the incident and received readings of 113, 103 and 156 mg/dl throughout the day. Pdc sent a replacement device, cs and a prepaid envelope with request for return of suspect product(s).

Manufacturer narrative:
Suspect product(s) not returned. Evaluation could not be performed.